Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
Patient felt shock during leep. Fs log#: 98894, leep system 1000 ,esu gen 52969, e-complaint-2022-08-0000119.

Event description:
Patient felt shock during leep. Fs log# (B)(4). Leep system 1000 esu gen 52969 e-complaint (B)(4).

Manufacturer narrative:
Investigation x-inspect returned samples. Analysis and findings complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 12/29/2011 under wo #(B)(4) and shipped on 1/16/2012. Manufacturing record review: a review of the device history record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed. Should the device history record be located going forward this complaint will be amended accordingly. Incoming inspection review: not applicable. Service history record: not applicable. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned on repair log (B)(4). Visual evaluation: visual examination of the complaint unit revealed physical damage to the handpiece socket. It was noted to be loose. Functional evaluation: complaint unit was functionally evaluated and found to function properly. However, the following was observed; the hand piece adaptor was not functional, possibly damaged, as the handpiece could not be fully inserted. Coag required an adjustment but not related to the complaint. Root cause: the complaint was not confirmed to be defective in a way to shock a patient. The loose socket is attributable to wear and tear. Pertaining to the diaphragm: the diaphragm was changed out due to a previous finding where the material degraded to the point where it no longer functioned as intended and prevents activation of a unit. This unit's diaphragm was in working order. However, the corrective action for this issue requires returned units be updated to the new material and applicable on this unit. *correction and/or corrective action the unit's coag output was adjusted to specification, the handpiece socket was tightened, the adaptor was replaced, and the diaphragm was updated. Upon completion the unit was tested and returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. Pertaining to the diaphragm update: coopersurgical service and repair replaced the diaphragm on the unit, tested it and returned it to the customer. Engineering has successfully tested a replacement material made of silicone for use in repairs going forward, eng-test-10341-r. The IFU was also updated to add a safety check via ecn-20444. A service bulletin was issued to existing customers informing them to check for this issue and return the unit if needed. All product in fg and sk, as applicable, were reworked to replace the previous versions of the dfus on all applicable products. The repaired unit will have been repaired with this new silicone material. Preventative action activity coopersurgical will continue to monitor this complaint condition for trends.